Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced the adverse events as described below. Additional information was also received on 08.jul.2014. Essure insertion date was reported as (B)(6) 2014 (discrepant information to be clarified) and hsg (hysterosalpingogram) dates were reported as (B)(6) 2014 (discrepant information to be clarified). Lot number provided tu00. Physician reported that it looked like the coil in the right tube migrated distally. One marker was near tubal ostia and other three markers near distal end of tube. There was no spill. Essure insert not in correct location. Report- remaining coil was separated more laterally in the pelvis. These findings may indicate migration. The left side was okay. Doctor advised patient to continue back-up birth control and also said that it was hard to tell if coil was more than 30mm into tube. The size of coil was given to the doctor (wound down and after deployment) and she believed that this coil was more than 30mm into tube. She said coil was about 6 or 7cm from cornua, in other words, proximal coil was more than 30mm from cornua. Doctor confirmed there was no perforation. Doctor wanted someone to look at films or give her information on what to tell the patient. Doctor will repeat hsg; however, doctor might have to perform laparoscopic procedure which was invasive. She was looking for information. She asked about safety when using electricity near coil. She asked how to see coil during laparoscopic procedure. Follow-up information was received on 18-jul-2014. On (B)(6) 2014 repeated hsg was performed and showed that the essure coil was completely outside of the right tube, and was located in the llq interpreted as left lower quadrant (previously reported as remaining coil was separated more laterally in the pelvis). No further information was provided. Follow up 31jul.2014: no response from the reporter physician after follow up attempts for additional information. Case closed. Follow up from 07-aug-2014: essure indication was updated from contraception to permanent sterilization. No further information was provided. Ptc investigation result was received on 13-oct-2014. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No valid batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information was received on 20-oct-2014 via essure health care provider tubal perforation questionnaire. Case upgraded to incident due to laparotomy with salpingectomy. This report refers to a (B)(6) female patient. Patient's weight and height were provided (B)(6). She denied any previous gynecological interventions, gynecological problems or procedures. Medical history or concurrent conditions included hypertension and ibs (interpreted as irritable-bowel syndrome). She had 04 pregnancies, 03 live births and 01 spontaneous abortion. She denied elective abortions, therapeutic abortions and ectopic pregnancies. On (B)(6) 2014 essure lot number 50678466 was implanted. She was not on postpartum at the time of insertion and she was not pregnant. Cervical dilatation and analgesia (valium 10mg, toradol 30mg, paracervical block, carbocaine 2%) were applied during insertion. Sounding and general anesthesia were denied. The insertion and the visualization of the tubal ostium were easy. Fluid loss during hysteroscopy was less than 1500cc and the procedure did not take more than 20 minutes. Oral contraceptives were used as back-up contraception. On (B)(6) 2014, hsg (hysterosalpingogram) was performed and showed possible disruption or migration of portion of right essure coil. On (B)(6) 2014, hsg (hysterosalpingogram) was done and showed migrated right essure coil out of right fallopian tube into llq (left lower quadrant) pelvic soft tissue. She did not have any symptoms and there were no organ or intra-abdominal structure perforation. On (B)(6) 2014, she underwent a laparotomy with salpingectomy for removal of essure device. On unspecified date, flat plate x-ray was performed postop and showed negative. The patient not recovered from the essure removal procedure. No further information was provided. The product technical complaint investigation and final assessment were received on 22-oct-2014. (B)(4). Final assessment: case upgraded to incident and lot number received: lot 50678466. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to batch no. 50678466. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Internal review performed on 23-oct-2014: upon internal review, it was noted that the (B)(4) is a duplicated report form this case. (B)(4) will be deleted from (B)(4) data base and this case was updated accordingly. Information imported from duplicated case states that patient was seen in the emergency room for pelvic pain. The hysterosalpingogram (hsg) was performed and showed the tubes were occluded but the coil migrated. No further information was provided. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and essure coil was completely outside of the right tube, and was located in the llq pelvic soft tissue (previously reported as coil was completely outside of the right tube, and was located in the llq). This event is serious due to medical importance and listed according to essure reference safety information. Considering positive temporal relationship and lack of plausible alternative explanation, event was considered related to device. This case was regarded as incident since the patient underwent laparotomy with salpingectomy) (case upgraded, this case was previously considered as non-incident). Additionally, the non-serious event pelvic pain was reported. Product technical analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Uterine perforation questionnaire received on (B)(6) 2015 from physician. Her last menstrual period was on (B)(6) 2013 (on continuous birth control). The insertion was not done after a c-section and patient was not breastfeeding at time of procedure. No uterine abnormal findings were seen prior insertion. On (B)(6) 2014, hysterosalpingogram was done and a unilateral right perforation/complete migration were diagnosed. On left tube, essure was in correct position. Bilateral occlusion was confirmed on first hysterosalpingogram and second hsg was done to reassess right essure coil location on (B)(6) 2014, essure was removed via laparotomy because of patient request and because it was medically necessary. Intraoperative findings revealed malpositioned essure device, found within the anterior cul-de-sac with adhesion to the omentum; patient had wound separation post-operative which required care and multiple office visits (previously reported as essure coil was completely outside of the right tube, and was located in the llq pelvic soft tissue). The outcome of the event was reported as recovered/resolved. Company causality comment: this medically confirmed spontaneous case report refers to a 38 year-old female patient who had essure (fallopian tube occlusion insert) inserted and experienced a unilateral right perforation: malpositioned essure device, found within the anterior cul-de-sac with adhesion to the omentum (previously reported as essure coil was completely outside of the right tube, and was located in the llq pelvic soft tissue) and required a laparotomy to remove it. After surgery the patient had wound separation. The unilateral right perforation, interpreted as fallopian tube perforation is serious due to laparotomy performed to remove the essure. The event post-operative wound separation is serious due to medical importance. The perforation is listed while wound separation is unlisted according to reference safety information. Uterine perforation may occur with any trans-cervical intrauterine procedure, including the insertion of essure into fallopian tubes. Most often, it occurs during insertion. In this particular case, the exact date and the mechanism of perforation are not known. However, considering the nature of this event causal relationship between the reported event and suspect insert cannot be excluded. Abdominal wound dehiscence may occur with abdominal surgical incisions. In this case, a laparotomy with salpingectomy was performed to remove essure and, post-operatively, the patient experienced the abdominal wound dehiscence. Thus, at onset of event the essure was not in the patient and could not interfere in the wound healing process. However, since the abdominal wound dehiscence occurred as a complication of an essure-related surgery, this dehiscence is also considered related. This case is regarded as incident due to laparotomy with salpingectomy. Other non-serious events were reported. Product technical analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected.